Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes the customer observed that the instrument identified issues with their software that incorrectly flagged all orders for thrombin as insufficient quantity collected . There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "stago instrument identified issues with their software that incorrectly flagged all orders for thrombin as insufficient quantity collected in product 363080".

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes the customer observed that the instrument identified issues with their software that incorrectly flagged all orders for thrombin as insufficient quantity collected . There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "stago instrument identified issues with their software that incorrectly flagged all orders for thrombin as insufficient quantity collected in product 363080".

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. H3 other text : see h.10.